Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse reported the following: replaced the tank, tested and ran a cycle. The unit met specifications.tank. Conclusion code: other - updated ad connectivity document.

Event description:
The customer alleged that metricide was leaking from the unit. The customer stated that there were no injuries reported from the event. An asp field service engineer went to the facility to assess the unit.